Event description:
Reference MDR # 1219856-2010-00524 for the first event involving the same pt. It was reported that while in the cardiac care unit the intra-aortic balloon (iab) was prepped and the teflon sheath was inserted into the pt. When inserting the iab into the teflon sheath, the iab "stuck in the tip of the teflon sheath and did not exit the sheath." As a result, the md removed the iab and the teflon sheath as one unit. The md requested another iab for insertion. The md inserted an aisin iab successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. Pt outcome is "good." Additional information received on 7/29/2010 from arrow (B)(4) stated "the iab was prepped per instruction. The second iab was inserted into the same insertion site.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.